Event description:
The customer reported that the pump battery would not charge and attempts to resolve the issue by using different wall outlets and adapters were unsuccessful. There was no adverse impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.